Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. Customer stated the battery cap was not loose, cracked or damaged. Customer reported that battery compartment and spring was not damaged or corroded. Customer also reported short battery life. No harm requiring medical intervention was reported. Trouble shooting was performed and the customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the case, low battery life or low battery alert and failed batt test or battery failed alert found on 04-jun-2022. Pump was received with a broken case, a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no low battery life or low battery alert and failed batt test or battery failed alert noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: 06/03/2022 07:29:00.000 06/03/2022 19:17:00.000 06/04/2022 15:03:00.000 insert battery alarm was recorded and found in the formatted history file on: 06/04/2022 14:31:29.000 to 06/04/2022 14:56:33.000 06/04/2022 15:01:05.000 to 06/04/2022 15:03:42.000 06/04/2022 16:26:19.000 and 06/04/2022 16:28:57.000 06/04/2022 18:26:33.000 06/04/2022 19:33:46.000 to 06/04/2022 19:58:42.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: 06/02/2022 09:03:20.000 06/04/2022 19:49:19.000 06/04/2022 19:49:31.000 and 06/04/2022 19:50:02.000. Earliest power data available per the power management tool/detail trace file is on 6/5/2022 at 9:07:57 am. There was no power data available for the event date of 04-jun-2022. Unable to check power data for low battery alert and failed batt/battery failed alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the pump case. Low battery life or low battery alert and failed batt test or battery failed alert were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in h6, h10 section.